Event description:
It was reported by the patient that they had concern over their lead fracturing as it is now showing symptoms of fracture. It was also reported that the physician deactivated the lead and the patient is now wearing an external defibrillator because she is (B)(6) pregnant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.